Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture (loc). It was confirmed through an x-ray that the lead was dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.